Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 1998 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient had tutoplast allograft implanted on (B)(6) 1998 due to stress urinary incontinence. It was reported that the patient underwent mesh removal on (B)(6) 1998 due to recurrence. It was reported that the patient underwent complex urethral diverticulectomy, rectus fascia sling with rectus fascia harvest, suprapubic tube placement and cystoscopy on (B)(6) 2002 due to stress urinary incontinence. It was reported that the patient had sling placement on (B)(6) 2003 due to stress urinary incontinence and presumed urethral diverticulum. It was reported that the patient underwent cystoscopy, retropubic and transvaginal urethrolysis, cystotomy with suprapubic tube drainage placement, and a spiral allograft dermis graft placement for sling formation on (B)(6) 2004 due to severe stress urinary incontinence. (B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted along with the concurrent procedures cystoscopy and anterior corporrheaphy due to sui, vaginal apex and vault prolapse. An anchorlok soft tissues anchor system sticker was attached to the op report.